Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 103mm diameter abdominal aortic aneurysm. It was reported that during the two-year follow-up a CT was done and the showed that the contralateral limb had migrated up into the aneurysm, causing a type ib endoleak. A contra limb was implanted in the left common iliac artery and the type ib endoleak was successfully resolved and the interventions procedure was completed. The physician stated the event cannot be determined. No clinical sequelae were reported and the patient is fine.